Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Potassium initial 5.88 meq/l repeat 4.0 meq/l, calcium initial 7.9 mg/dl repeat 9.3 mg/dl. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Glucose initial 90 mg/dl repeat 121 mg/dl, calcium initial 0.7 mg/dl repeat 8.9 mg/dl, sodium initial 222 meq/l repeat 132 meq/l. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Bicarbonate initial 18 meq/l repeat 26 meq/l, calcium initial 7.4 mg/dl repeat 8.9 mg/dl. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Potassium initial 17.53 meq/l repeat 3.9 meq/l, calcium initial 4.9 mg/dl repeat 7.6 mg/dl, total protein initial 3.8 g/dl repeat 4.9 g/dl, albumin initial 3.2 g/dl repeat 2.5 g/dl, alt initial 4 u/l repeat 87 u/l, phosphorus 5.7 mg/dl repeat 2.0 mg/dl. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Creatinine initial 1.5 mg/dl repeat 2.3 mg/dl, albumin initial 4.5 g/dl repeat 3.7 g/dl, calcium initial -0.3 mg/dl repeat 9.4 mg/dl, phosporous initial 6.7 mg/dl repeat 2.5 mg/dl, magnesium initial 5.3 mg/dl repeat 2.4. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Alt initial 69 u/l repeat 105 u/l. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.

Event description:
User experienced erratic results on multiple assays tested for numerous patient samples. Specific number of patient samples impacted no provided. Seven patient examples were provided. All samples were repeated on a different analyzer. Sodium initial 127 meq/l repeat 138 meq/l, total protein initial 4.0 g/dl repeat 5.8 g/dl, ast initial 97 u/l repeat 14 u/l. Only one patient had incorrect results reported, but it is unknown exactly which patient sample was reported. User does not know if any treatment was given to the patient based on the incorrect result. The field service representative determine the cause to be a clogged vacuum nozzle on the rinse mechanism. The nozzle was styletted to clear the clog and performance tests were performed.